Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Insufficient information is available to determine the resolution of the event. Per the key market (km) response, the customer was provided with the diagnosis; however, the customer did not have the device serviced by philips. It could not be determined if the device was repaired or if the issue had been resolved. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00152. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure, and only the high flow is working. It was unknown how the issue was found. There was no report of patient or user harm. A remote service engineer (rse) reported that the equipment showed a battery error, and only worked when plugged into the network. The rse then reported that the front charging led remained off, and error code 1124 (defective battery) was repeated in the status log. The investigation is ongoing.